Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system 400 ohm impedance reading was being obtained and that auto-set up was unable to be completed. Boston scientific technical services (ts) discussed that the connection of the electrode to the header should be assessed. The field representative provided that the pocket would be re-opened and the connection would be re-evaluated. Further information was received that the terminal pin was not completely inserted. The electrode was removed from the header, reinserted, and then all measurements were normal. No additional adverse patient effects were reported.